Manufacturer narrative:
Additional information : the date returned to MFR was reported incorrectly. The device was not returned to the manufacturer; therefore, the date should be nulled. Device manufactured between march 20, 2019 to march 27, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking at the luer connecter. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.